Event description:
A customer in the united states contacted biomérieux to report bacillus contamination associated with a bact/alert® fa plus culture bottles. The culture bottle provided a positive result within one day after sample collection. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united states contacted biomérieux to report bacillus contamination associated with a bact/alert® fa plus culture bottles. The culture bottle provided a positive result within one day after sample collection. An internal biomérieux was performed. During the course of the investigation, there were no issues identified to suspect contamination was introduced in the bottles during the production process of bact/alert® fa plus bottle. There is no evidence of an event occurring during the manufacturing process that would have led to the contamination observed at the customer site. This is the only report of inoculated bottle contamination with bacillus pumilus during the period reviewed for this investigation. There is no evidence of a systemic issue with bact/alert® bottles, nor is it believed to be an issue with the manufacturing process itself. As a result, there are no new proposed corrective and/or preventive actions from this investigation. There were no other products, process, or systems impacted as a result of this investigation. No follow-up information had been provided by the customer on their investigation on the collection devices as possible sources of contamination. The customer did not indicate any impact to patients due to this issue.